Manufacturer narrative:
Lot review: a review of the mfg. Lot database for lot# 3186401 (mfg. Date 01/2016) shows (B)(4) units were mfgd., tested, inspected, and released, citing no exception documents.

Event description:
Complaint rec'd regarding one (1) 061-ch3261, 30" (76 cm) appx 3.2 ml, admin set w/2 spiros, 20 drop in-line drip chamber w/15 micron filter, bag hanger; lot# 3186401. The report states, ...they noticed particles within the chamber. This was noticed during patient use towards the end of the infusion. (B)(6) (reporter) mentioned that they have discarded the defective product since it was infused with chemotherapy drugs. There were no adverse patient consequences reported.